Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing using returned as well as known good accessories without duplicating the report. Based on the log review, testing, and inspection, the device is operating as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.